Event description:
The device was used during a laparascopic cholecystectomy procedure. Reportedly, the clips did not load properly & prefired. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.